Manufacturer narrative:
Conclusion: the device history record and frame lot record were reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. It is possible that the reported suboptimal position of the valve (supra annular deployment) may have contributed to this event, but an assignable root cause could not be determined from the limited information available. It is likely that user technical factors and/or patient anatomy may have contributed to the reported "unusual shape" of the valve. The instructions for use warns the user against retrieval of the bioprosthesis after partial deployment, as follows, "once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Do not attempt to retrieve a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn." However, without the valve returned for evaluation and/or an angiogram cine for review, an assignable root cause cannot be determined.

Manufacturer narrative:
Additional information was received indicating forty-seven days post implant of the first valve, a second transcatheter bioprosthetic valve was implanted via the left axillary artery; the placement of the new valve was at a depth of 3 mm on the non-coronary cusp and 8 mm on the left coronary cusp. There were no issues during deployment. Trace to mild paravalvular leak (pvl) was noted following the implant of the second valve. No other adverse patient effects were reported. (B)(4).

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve via right femoral access into a stenotic bioprosthetic valve, the valve was deployed slowly to the 2/3 point at a depth of 4 mm. A transthoracic echocardiogram (tte) identified trace to mild paravalvular leak (pvl), however an angiogram revealed moderate paravalvular leak (pvl) and a supra-annular deployment. An attempt was made to retrieve the valve through the introducer sheath, however the valve was unable to be retrieved. It was reported that valve had an unusual shape or ¿billowing effect¿ and appeared to be ¿folded in on itself¿. In an attempt to pull the valve into the sheath with greater force, it was reported that something in the system snapped; a delivery catheter system (dcs) tab appeared broken. The valve was left implanted in the abdominal aorta. The dcs and sheath were removed in their entirety from the patient. It was reported that the outflow of the valve ¿appeared mangled¿ which prevented the crossing of another sheath. A balloon aortic valvuloplasty (bav) was performed. An attempt was made to pass another sheath through the valve, however was unsuccessful. The procedure was delayed approximately one hour and was aborted. It was reported that here was no unusual patient anatomy, no unusual resistance while loading the valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).